Manufacturer narrative:
Date of the event stated is best estimation.

Event description:
According to the complaint received, a customer reported that the needle shield device on a safepico sampler was not functioning as directed after taking an arterial blood gas. The needle shield could not be moved even though the customer was applying a hard pressure. The used sampler was safely discarded in a red bin. Another safepico sampler was tested to see it this was an isolated incident. However, the same issue appeared for the next safepico sampler tested (lot no. Bs-56). According to information from the customer the personnel involved was properly trained and the insert instruction was followed. The customer has been using the safepico samplers for years and have recently noticed more resistance with the needle shield slide.

Manufacturer narrative:
An incorrect patient identifier ((B)(6)) was stated in the initial and follow-up #1 MDR. Please find the correct patient identifier ((B)(6)) in this follow-up #2 MDR. We do apologize for the mistake.

Manufacturer narrative:
It was not possible to check the acutual device as the samples was not returned to radiometer. No issue was identified during the investigation of the production documentation and a check of the reference samplers. The reported issue is, however, known in the production. A CAPA investigation has indicated the potential root cause to be related the label of the device during the manufacturing process of the device. The following counter measures have been identified: - a new label with a modified top coat material are in the progress of being implemented. - a new cleaner has been introduced in the production. - the work instruction in the production has been updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.